Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 550720. The root cause was found to be stack damage by user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing and just as the doctor was inserting the catheter into the patient, there was a bad signal and noise displayed on the carto 3 system. The doctor replaced the catheter to continue and complete the unspecified procedure. There was a five minutes delay while the replacement catheter was prepped. There was no patient adverse event reported. No additional information was provided.